Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Primary diagnosis/ injury: degenerative disc disease. Reportedly, post operative radiculitis on the anterior lateral side of the primary root pain occurred in (B)(6) 2012. The following diagnostics were performed: - x-ray, normal findings, date unknown. - MRI, normal findings, date unknown. - electromyogram, normal findings, date unknown. - "never" conduction, normal findings, date unknown. - patient reported symptoms: abnormal: primary root pain, (B)(6) 2015 - CT scan, normal findings, date unknown. Reportedly, it was indicated that the patient was harmed/injured. The following interventions were required as a result of the event: - unscheduled visit to the doctor on (B)(6) 2012 - corticotherapy outcome: event was unresolved at the time of data entry. The following information regarding rhbmp-2/acs was given: pack size: 2 mg dose: 2/6 of the matrix (4 mg of rhbmp-2) therapy date start: (B)(6) 2012 indication for use: spondylolisthesis concomitant medicinal product: cortisone for pain.